Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The account found the cause to be the side rail center arm is broken. No further information is available on the repair of the bed at this time.